Manufacturer narrative:
Investigation summary: a device history record review was completed for provided lot number 0286402. The review did not reveal any detected abnormalities during the production process that could have contributed to this defect and all quality tests were found to be within specification. To aid in the investigation of this issue, physical samples were returned for evaluation by our quality engineer team. Through examination of the samples, brown stains were observed on the product packaging. It is possible that the stains were created during the steam sterilization process. The manufacturing facility is currently upgrading the equipment used for the steam sterilization process, to further prevent the occurrence of these brown stains. However, the integrity of the product and the sterile barriers have not been affected. These spots appear only on the outside of the packaging and do not permeate in any way onto the product. Furthermore, microbial permeability testing, cytotoxicity testing, and testing for residual solvents and volatile species has been completed on the packages displaying the brownish stain. The testing confirmed that they do not present any risk to the use of the product and have no impact on the effectiveness, sterility, quality or safety of bd posiflush¿ sf 10ml saline flush syringe.

Event description:
It was reported that 138 bd posiflush¿ sf saline syringes had discolored "brown spots" on their packaging from steam sterilization. This complaint was created to capture the 2nd of 2 related incidents. The following information was provided by the initial reporter: "'brown spots¿ as a result of steam sterilization on 138 each saline prefilled 10ml syringe 306553 from lot 0286402." "Discovered ¿brown spots¿ on syringe lid stock, typically on opposite end from lot number/expiration date printing and barcode."